Manufacturer narrative:
Reference record (B)(4). Catalog number 062910-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Nurse reported that on (B)(6) 2018, the patient was anxious, becoming "worked up", and vomited blood, so an ambulance was called. Additional information indicated that the patient was admitted to hospital awaiting jejunal tube replacement and had stoma site infection. Patient was treated with unspecified antibiotic medication for stoma site infection.